Manufacturer narrative:
A lot history record review was not possible since the lot numbers were not reported. The pipeline device will not be returned for analysis as it was implanted in the patient, therefore the event cause could not be determined. The cause of the thrombosed stent was not reported. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. International stroke conference poster abstracts - session title: aneurysm posters ii: abstract tp94: effect of flow diversion on large and giant aneurysms: an MRI-dsa correlation follow-up study seby john, mark bain, muhammad s hussain, and gabor toth stroke. 2016;47:atp94. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from literature review that a patient experienced thrombus in a pipeline device. The purpose of this article was to assess the effects of pipeline on large or giant intracranial aneurysms. The authors retrospectively identified twelve patients who underwent treatment for aneurysms with maximum dimension of >20mm and in whom mris were available. The patients' pre- and post-treatment MRI were reviewed. All aneurysms were unruptured, symptomatic, and located in the cavernous/ophthalmic ica or basilar artery. None of the aneurysms were previously treated and none of the aneurysms received adjunctive devices. Average largest aneurysm diameter was 26.7mm. An average of 1.9 pipeline devices were used in each patient. Nine of the patients were female, with mean age of 65.5 years. Of the twelve patients, one patient had a thrombosed stent. It was not reported whether the patient received any medical or surgical intervention.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.